Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The investigation was based on the complaint information, and since the device did not return, the customer's allegation could not be confirmed, and since the issue could not be reproduced, a presumable cause neither a root cause could be identified. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during the middle of an esophagogastroduodenoscopy diagnostic procedure. The procedure was completed using the same set of equipment and there was no delay.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a b40 communication error code. The issue occurred during an unknown event. There were no reports of patient harm.